Manufacturer narrative:
No broken battery tube threads noted. Received unit with cracked and bleeding lcd glass. Unable to perform displacement test due to lcd damage. Unit had battery tube threads cracked, cracked reservoir tube lip, minor scratched lcd window, scratched reservoir tube window and missing end cap sticker. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump broke at battery compartment. Insulin pump would need to be replaced.